Event description:
It was reported that this brady lead was explanted due to unknown reason. This brady lead was replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).